Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving an inappropriate shock due to t-wave oversensing. It was noted smart pass had been programmed on. The inappropriate shocks induced a ventricular arrhythmia, which was successfully converted with the next shock. Optimization was performed and the device elected the secondary vector. The sensing vector had been programmed to primary at the implant. The patient was to follow up with their device physician. No adverse patient effects were reported.